Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer's blood glucose decreased to 50 mg/dl which was addressed with the customer detaching from the pump and consuming food and drink. Cause for blood glucose was unknown. Customer reverted to an alternate method of insulin therapy.